Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including functional defib testing without duplicating the report. An internal inspection found no discrepancies. The pace/defib engine was replaced as a precaution. The device was recertified and returned to the customer. The battery used at the time of the report was not returned as part of this investigation and is suspected to be related. Customer claims to have scrapped to the battery onsite. Analysis of reports of this type has not identified an increase in trend.